Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). E-mail was received from the patient reporting they had a MRI today and they put their spine stimulated on MRI mode for the first MRI which took 1hour then had a 25 minute break then had another hour one long done. They turned it back on and they keep getting sharp pain in hip and back so they don't know what to do. They turned it off but it's still hurting. Patient services sent an email back to the patient referring them to their managing doctor, to further address the pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.